Event description:
The reporter stated that the surgeon had inserted a visian icl (implantable collamer lens) model micl 12.6mm and the lens was torn. The surgeon removed the lens without enlarging the incision and replaced it with another same type lens. The reporter stated that the lens was loaded improperly.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows both haptics have pieces torn off and are missing. There is clear surgical residue on the lens. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.